Event description:
Patient status post right femur intramedullary fixation. The patient developed an unstageable pressure ulcer. The lesion is located on the right heel and measures 3.5cmx4 cm. Treatment has been initiated and will be monitored by the wound care team.